Manufacturer narrative:
Philips service restored image backup, calibrated the system. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that system failed to start due to software error on a allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.